Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. No audio/beep anomaly noted. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify frozen screen, program anomaly alarm and no button respond due to blank display. No moisture damage found on the keypad assembly noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call program alarm anomaly on the insulin pump. Customer's blood glucose reading was unknown. Troubleshooting for the program alarm anomaly was performed. Customer advised the alarm occurred during the prime rewind process and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.